Event description:
Reporter stated the lower tilt mount bracket broke which pole vaulted the end user and entire seating system off the chair. The end user injured knee and elbow, but did not seek medical attention.